Event description:
It was reported that during a cardiovascular procedure, the catheter could not be inserted through the introducer. Another catheter was used to complete the case with no adverse pt consequence as a result.

Manufacturer narrative:
Conclusion - the return of the prod upon which this medwatch is based is anticipated. Further info received or derived from the eval will be provided with a supplemental 3500a form.